Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 400 mg/dl. The customer reported no delivery alarm did not occur during manual prime. The customer was not able to troubleshoot during time of call. The customer declined to troubleshoot for high readings. The reservoir will not be returned for analysis.